Event description:
A report was received that the patient underwent a pocket revision procedure due to a sore pocket site. The physician re-located the pocket to a more comfortable location and elected to replace the ipg as the patient had not charged in several months.